Event description:
In 1982 rptr's left breast implant ruptured, right saline implant removed. From 1982 to the present time, she has had abdominal pain, shortness of breath, burning pain in chest, joint pain and muscle aches, fibromyalgia, depression, insomnia, tingling and numbness in right arm and hand, muscle weakness, headaches, dry itchy eyes, tmj syndrome, environmental illness, multiple chemical sensitivities (most severely silicone and silicone products.